Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (code 204) have been confirmed. Upon investigation, the electrode belt failed incoming testing. The cause for the failures was isolated to an open orange (+5v) wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) year old male patient contacted zoll customer support ro report a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.